Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12c06056, h12g23052, h12h21039, h12h07087 and h12j30078 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is the same event as (B)(4) and this is report 2 of 2 involved in this peritonitis event. It was reported that a patient had experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing, although the patient was hospitalized for the event. About three weeks later, the patient was discharged from the hospital and continued to take antibiotics while at home. At the time of this report, the patient was recovering from the event.

Manufacturer narrative:
(B)(4). This report was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.